Event description:
It was reported to lifecell that on (B)(4) 2011 the device was used in hernia repair procedure. The patient developed postoperative pseudomonas infection. Lifecell is attempting to obtain additional information from the implanting physician.

Event description:
This is a follow-up report #1. As per lifecell request, additional information was reported by md's office, as follows: the patient had the comorbid conditions of diabetes, obesity, prior abdominal surgeries and infections-necrotizing pancreatitis (likely the foci of infection). No infected mesh was removed and there were no concomitant procedures the abdomen was closed with skin closure there was post-operative pseudomonas infection; signs and symptoms occurred within a week after the surgery in addition to the infection the patient developed a fistula.

Manufacturer narrative:
Method: review of the device history record for lot s10896. Review of the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from lot s10896. Results: review of the device history record resulted in no remarkable findings, with no deviations associated with the nature of this complaint. To date, there were no other complaints reported to lifecell against devices distributed from lot s10896. Conclusion: no conclusion can be drawn. Lifecell will file follow up report if additional information from the physician becomes available.

Manufacturer narrative:
See initial report 1000306051-2012-00033. Conclusion: as per the health care provider statement, the most like focus of the infection is related to the patient's condition of necrotizing pancreatitis. Therefore lifecell concludes that the patient's condition contributed to the event, and it is unrelated to the device. Not returned to manufacturer.